Event description:
It was reported that the ilet pump screen became unresponsive to touch and a crack was observed at the top of the display, with localized led lighting around the damaged area; the device appeared to continue dosing and the screen was not usable. Symptoms included no injury. Outcomes included no interruption to therapy reported and no medical intervention or hospitalization. Investigation included complaint handling with plans for device evaluation upon return. Investigation of this case revealed a damaged display that impaired user interface function while the device continued to deliver insulin. It was concluded that the device experienced a screen failure due to physical damage, and a replacement device was provided.